Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to perform troubleshooting, but no issues were identified. The customer replaced pump supplies as necessary and continued with insulin therapy.